Event description:
During a carotid stenting procedure, a pseudoaneurysm and dissection in the right common carotid artery was observed after the guidecatheter kicked back into the aortic arch, and there was buckling of the angioguard distal protection device. A female patient was consented to the study. The index procedure was completed in 2008, and patient was asymptomatic. The target lesion location was the proximal right internal carotid artery. The physician made access to the patient in the right femoral artery. A 6fr. Sheath 11cm sheath was inserted and 5fr. Dav catheter was advanced up and over the aortic arch over a .038 guidewire and placed in the innominate artery, and advanced carefully into the right common carotid artery, where cervical and cerebral angiography was performed. There was an 80% stenosis in the right internal carotid artery (ica), beginning approximately 1cm distal to the bifurcation and extending approximately 2.5cm. There was a moderate calcification and an eccentric location of narrowing. There was a moderately tortuous segment beyond the lesion but a good landing zone in the distal cervical carotid artery of the skull base. An act was measured at greater than 300. A terumo destination sheath was then advanced over an exchange length wire after the 5fr. Catheter was placed into the external carotid artery. The pinnacle sheath was placed in good position in the high cervical common carotid artery approximately 2cm below the bifurcation. The 5mm diameter angioguard device was than advanced through the guidecatheter. There was some pig tailing of the soft portion of the wire when it exited the guidecatheter, which had significantly kicked back into the lowest portion of the common carotid artery.

Manufacturer narrative:
The angioguard could be advanced anteriorly but the guidecatheter was not in good position, so the physician removed and discarded the angioguard device. As per the physician, there was no failure of the angioguard device, but more of a problem with the guidecatheter positioning. The guiding sheath was then re-advanced and positioned in the hgh cervical common carotid artery, and a second attempt with a second angioguard distal protection device was made. The area of stenosis was crossed with no difficulty. Then, in the tortuous portion of the artery, the guide sheath continued to kickback toward the arch, and the angioguard was removed again. The guiding sheath was removed and a 6fr. Shuttle select over a jb-1 catheter was positioned in the high cervical common carotid artery just at the origin of the internal carotid artery, which seemed to be in excellent position. The angioguard device crossed the lesion easily. In the tortuous segment, it was initially able to pass through the vertical portion; however, at that point, the guidecatheter kicked back into the aortic arch, and there was buckling of the distal protection device. At this point, the device was removed and diagnostic images demonstrated a pseudoaneurysm and dissection in the right common carotid artery. The decision was then made to treat the pseudoaneurysm and dissection. With the guiding sheath in the proximal common carotid artery, a renegade microcatheter synchro ii wire was advanced past the area of pseudoaneurysm and dissection into the high cervical common carotid artery. An 8mm x 40 mm precise stent was placed across the neck of the pseudoaneurysm, re-establishing the normal diameter and flow and tacking up of the initma. The pseudoaneurysm immediately occluded. During this time, there was some inferior to superior movement of the carotid artery, and some transient left arm weakness was encountered. Within a short period, the symptoms resolved. Given the asymptomatic nature of the patient internal carotid artery, the decision was made to not attempt further treatment of the carotid stenosis at this time. The patient was taken to the neurological ICU following the procedure for overnight observation. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that three cordis products with unknown catalog and lot numbers are represented by this medwatch report.